Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available information was included. Additional details are not available. Phone complete entry: (B)(6). This report is being filed on an international product, list number 4j27, that has a similar product distributed in the us, list number 2p36.

Event description:
The customer splashed architect hiv ag/ab positive quality control (qc) onto their mask and white coat they were wearing on their body. They are unsure if any splashed into the eyes. The customer was not wearing eye protection such as safety glasses or goggles. No injury or treatment was received due to the splash exposure.

Manufacturer narrative:
The customer was splashed with hiv positive control on their face mask and white coat, but it is unknown if the control was also splashed into the eyes. The customer did not wear protective eyewear at the time of the incident. Return testing was not completed as returns were not yet available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation, since a handling error of the reagent was identified and the operator was not wearing safety glasses or protective eyewear, architect hiv ag/ab control in use with the architect hiv ag/ab is performing as intended, no systemic issue or deficiency was identified.